Manufacturer narrative:
The reporter provided that the patients were male and female. The reporter stated the patients¿ ages were (B)(6) years. The reporter also provided the weights of (B)(6) kgs. However, it was not clear from the reporter which demographics matched which patient. Please see medwatch numbers 1820334-2017-00433, 1820334-2017-00431, 1820334-2017-00434 for the additional devices from this event. (B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that two patients underwent a right flexi urs lower calyx, middle calyx and upper calyx procedure. The device in use for both procedures was an ngage nitinol stone extractor. The reporter stated that there were four baskets used, all with different lot numbers. There was no information as to which basket was used with which patient or how many were used for each procedure. It was reported that the baskets could not open or close during the rirs procedure. It was stated that the patients did not require any additional procedures. There were no unintended sections of the device that remained inside of either of the patients¿ bodies, nor did the patients experience any adverse effects due to these reported events. No further information was provided.

Manufacturer narrative:
A review of the complaint history, device history record, manufacturing instruction, and quality control, and a functional test and visual inspection of the returned device were conducted during the investigation. A document based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device was returned with the unidex (udh) handle in the closed position and the basket formation was partially open. The support sheath and the basket sheath were found to be secure. The pett measured 4 cm in length. The pin vise knob was noted to be tight and secure. A functional test was performed. The udh handle does not actuate the basket formation. The basket sheath measured 115 cm in length. A visual examination noted two kinks in the basket sheath, one at 37 cm from the distal tip and another was located at 81.0 to 81.5 cm from the distal tip. The end of the clear tubing on the basket wires was found to be damaged. Based on the information provided, a root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.